Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 49 mg/dl. Customer did not provide any symptom and treatment related to low blood glucose. Customer stated sensor signal not found. Customer stated they are unable to do troubleshooting because patient already remove the sensor. Customer stated the transmitter light blinked on and off when they disconnect the charger. Customer performed the transmitter test and it was passed. The device will not be returned for analysis.